Event description:
Device report from (B)(4) reports the following: in the removal operation of expert tibial nail, the extraction screw in question did not connect to the nail. Eventually, the nail and the extraction screw were successfully connected and the screw was taken out after many attempts. The patient is now well on the way to recovery without harm. The operation was delayed by 60 minutes due to this event. This is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Implant date: unknown. No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.